Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was found to have corrosion on both grip tips. The instrument grips exhibit signs of orange discoloration that would not wipe away on the inside of the grips, in between the teeth. The probable root cause of the corroded instrument grip-tips is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. Additional observations not reported by site: the instrument was found to have thermal damage on molded insulator at the distal end. Thermal damage was observed on the outer edge of the molded insulator during visual inspection. The probable root cause of thermal damage to the molded insulator is attributed to damage during use. The instrument was found to have a frayed grip cable at the distal idler pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause is attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a force bipolar instrument exhibited rust in grasper teeth. The procedure was completed with no reported injury.